Event description:
The customer reported to olympus stating that the ceramic tip broke off inside the patient during an unknown therapeutic procedure. The doctor was able to retrieve all the pieces. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.